Manufacturer narrative:
This site also received an additional lot of needle brush product, sd0311149, it could not be confirmed which lot was used in this case. The site also used supertrax needle aki00101-01 (3 possible lots sd1210119, sd0211093, sd0211094) and forceps aki00133-01 (3 possible lots 69217, rlt004084, rlt004160). Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen. (B)(4).

Event description:
It was reported that there was a case in which the physician navigated to a right upper lobe (rul) anterior segment. The lesion was very anterior. The physician sampled using mainly the supertrax needle brush. In addition, the supertrax needle and forceps were used. Post-procedure, it was noticed that the patient had a small pneumothorax that required a chest tube. The patient was admitted to the hospital and was released 3 days later. There was no allegation that the superdimension system or product(s) caused or contributed to the pneumothorax.